Event description:
There was an allegation of an issue with the cobas 6000 c501 analyzer. The customer reported that the lamp readings were dropping. The field service engineer found there was plastic burnt onto the lamp.

Manufacturer narrative:
The field service engineer replaced the lamp and heat cut filter. The cell blank and photometer check were successful. The customer ran qc without any issues.

Manufacturer narrative:
The investigation determined the service actions of replacing the lamp and heat cut filter resolved the issue.